Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the entire system work as intended after switching all the disposable which cleared the charge build up with the nim vital. The system was still being used. There have been no reported issues after this event. There was no noise. The electrosurgical equipment was in use during the procedure. The electrosurgical equipment was not used at the same time that stimulus was being delivered for monitoring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure everything user touched with the nim probe was registering as nerve. These false positive events made the nim monitoring inefficient. User have tried many trouble shooting tactics until resorting to extubate and switch the nim emg tube out in order to clear the electrical charge and replaced with new emg tube. User checked electrodes button, inverted leads on pi box, switched tube. There was procedure delay of 20 minutes and the procedure was completed with the reported product. There was no patient injury.